Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient in a clinical study who was receiving lioresal with concentration 500.0 mcg/ml at a dose rate of 77.38 mcg/day via an implantable pump as of (B)(6) 2015 for intractable spasticity. It was reported that the patient experienced weakness in their legs. The patient believed the baclofen dose was too strong. The clinical diagnosis was possible medication side effects. The programming date from the most recent refill prior to the event was (B)(6) 2015. The patient requested a decrease and the pump was reprogrammed on (B)(6) 2016. A 5% dose decrease occurred and the pump administered lioresal with concentration 500.0 mcg/ml at a dose rate of 73.56 mcg/day as of (B)(6) 2016. Examination on (B)(6) 2016 revealed improvement in leg strength as having occurred almost immediately after the dose reduction. The event resolved without sequelae as of (B)(6) 2016. Regarding etiology, the event was possibly related to the device or therapy and not related to the implant procedure. It was further noted as being possibly related to the drug and action that caused the event was indicated as being a dose increase regarding baclofen. The drug lot number of lioresal was indicated as having been unknown. If additional information is received, a follow-up report will be submitted.